Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in a heavily calcified, chronic total occlusion in the right coronary artery. During the failed attempt to cross the heavily calcified rca with the 4.0x15 mm nc trek balloon catheter for predilatation, the proximal shaft of the balloon catheter kinked and then separated. A new 4.0x15 mm nc trek balloon catheter was used successfully without any issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.